Event description:
It was reported that the customer blood glucose level of 290-300 mg/dl due to an incorrect carbohydrate ratio. There was no device issue. The customer discussed the carbohydrate ration with the healthcare provider and a new ratio was provided.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.